Manufacturer narrative:
The pod was received with the soft cannula deployed. The pod was received with cracks and discoloration visible in the top and bottom housing. Upon opening the pod, corrosion was observed on internal components. The timing and cause of the damage to the top housing could not be determined. All attempts to retrieve the data from the pod were unsuccessful due to corrosion on the pcb assembly. Without the download data, it could not be determined if the device generated a hazard alarm during operation. The cause of the reported hazard alarm during pod operation could not be determined. Measurement of the battery voltages found all three battery voltages to be lower than expected due to the corrosion on the batteries and pcb assembly. Due to the corrosion coming out of the cracks in the housing, it can be confirmed that the cracks allowed for fluid ingress. The external soft cannula was found to be torn off. The soft cannula therefore measured shorter than expected, 22.56 mm in length, due to the damage to the soft cannula. The timing and cause of the cannula damage could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown: omnipod software app version: 3.1.2-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level reached 20 mmol/l (360 mg/dl) while wearing the pod. The pod alarmed and the patient reported the pod's outer shell was cracked and had an orange liquid inside. Investigation of the pod found a damaged cannula.